Event description:
Initial procedure and event dates are unk. It was reported to boston scientific corporation that an enteryx procedure kit was used during an enteryx procedure. According to the patient, an enteryx implant procedure was performed in 2005 by dr at the hospital. The patient indicated he has had problems ever since the implant procedure and needs to have surgery to correct the problem. He believes, he needs to have the polymer removed as it has migrated and his esophagus is off to one side. Attempted follow-up was unsuccessful. No additional details are available. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the device model, catalog and lot numbers. Therefore, device manufacturer and expiration dates are unk. Upn number unk, therefore, both recall numbers have been identified. The device is not available for investigation. Therefore, we are unable to determine the cause for this event.